Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors leaked from the bladder. The issue occurred during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 18, 2025 ¿ march 20, 2025. H11: two (2) devices were received for evaluation. A visual inspection was performed, and fluid inside the housing was observed which indicated a leak has occurred. Further examination revealed the cause of leak inside the housing was due to missing the clear film-wrap located at the upper part of the bladder. The purpose of the clear film-wrap is to seal the bladder to the stress-member. When the film-wrap is missing, liquid leaks inside the housing during filling. The reported condition was verified. The cause was a missing film-wrap during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.